Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device was not booting. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed as planned. Analysis of the log file confirmed that the device malfunctioned indicating the error message of host pc not starting up , and the most likely cause was either empty battery or disk bay. A philips field service engineer (rse) inspected the system remotely and confirmed the reported event. Rse had instructed customer to insert the hard disk drive(hdd) into another slot of the disk bay, after which the system booted up confirming the disk bay failure. A philips field service engineer (fse) inspected the system onsite and indicated that two of the disk bay ports were failing and that the system was running temporarily on just one disk bay port. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been implemented and the system was returned to use in good working order. The codes were updated based on the investigation outcome.